Event description:
During use of the device for a cardiopulmonary bypass procedure, the centrifugal pump display did not function as expected. No other details regarding the nature of the failure were provided. The user reported that the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.